Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and diabetes mellitus ("diabetes") in a female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (dob: ((B)(6) 2009)), miscarriage (2007), inflammatory bowel disease, muscle cramp, kidney stone (kidney stone removed in 2013), uterine dilation and curettage (in 2007) and endometrial biopsy. Concurrent conditions included obesity, migraine headache, high cholesterol, insomnia, vaginal itching, irregular menstrual cycle, hyperlipidemia, polycystic ovarian syndrome, corpus luteum cyst, chronic obstructive pulmonary disease, cerebrovascular accident, seizures, hiatus hernia, uterine bleeding, dysfunctional uterine bleeding and yeast infection. Family history included breast cancer (mother), lung cancer (grandparent), heart disease, unspecified (grandparent), diabetes (father), asthma (son), eczema (son), migraine headache (mother), high cholesterol (mother), blood pressure high (high blood pressure), depression (mother), arthritis (mother) and hepatitis (sister). Concomitant products included clobetasol from (B)(6) 2016 to (B)(6) 2016, ergocalciferol (vitamin d2) since (B)(6) 2016, lisinopril, metformin (glucophage) since 2012, metformin since 2012, metoprolol, omeprazole (prilosec), progesterone (prometrium) from (B)(6) 2016 to (B)(6) 2016 and valsartan (diovan). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In (B)(6) 2015, the patient experienced urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), abdominal pain ("abdominal pain"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), diabetes mellitus (seriousness criterion medically significant), chest pain ("chest pain"), heart rate increased ("rapid heart rate") and hypertension ("high blood pressure"). The patient was treated with surgery (total laproscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, migraine, vaginal discharge, gastrointestinal disorder, alopecia, gastrooesophageal reflux disease, diabetes mellitus, chest pain, heart rate increased and hypertension outcome was unknown and the rash, headache, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, chest pain, diabetes mellitus, dyspareunia, gastrointestinal disorder, gastrooesophageal reflux disease, headache, heart rate increased, hypertension, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff said: husband and I had rash. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. She underwent essure confirmation test in (B)(6) 2009. The results of her essure confirmation test were total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable most recent follow-up information incorporated above includes: on 2-feb-2018: fu from pfs+mr: new events: vaginal haemorrhage, menorrhagia, rash, urinary tract disorder, bladder disorder, migraine, headache, dyspareunia, vaginal discharge, gastrointestinal disorder, alopecia, gastrooesophageal reflux disease, diabetes mellitus, chest pain, heart rate increased, hypertension were added. Patient information( dob, weight, height), other relevant history ( all concomitant disease and historical condition) also added. Concomitant products and essure product batch number added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and diabetes mellitus ("diabetes") in a female patient who had essure (batch no. 619619) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (dob: (B)(6) 2009 miscarriage (2007), inflammatory bowel disease, muscle cramp, kidney stone (kidney stone removed in 2013), uterine dilation and curettage (in 2007) and endometrial biopsy. Concurrent conditions included obesity, migraine headache, high cholesterol, insomnia, vaginal itching, irregular menstrual cycle, hyperlipidemia, polycystic ovarian syndrome, corpus luteum cyst, chronic obstructive pulmonary disease, cerebrovascular accident, seizures, hiatus hernia, uterine bleeding, dysfunctional uterine bleeding and yeast infection. Family history included breast cancer (mother), lung cancer (grandparent), heart disease, unspecified (grandparent), diabetes (father), asthma (son), eczema (son), migraine headache (mother), high cholesterol (mother), blood pressure high (high blood pressure), depression (mother), arthritis (mother) and hepatitis (sister). Concomitant products included clobetasol from february 2016 to march 2016, ergocalciferol (vitamin d2) since 29-jan-2016, lisinopril, metformin (glucophage) since 2012, metformin since 2012, metoprolol, omeprazole (prilosec), progesterone (prometrium) from january 2016 to march 2016 and valsartan (diovan). On (B)(6) 2009, the patient had essure inserted. In may 2009, the patient experienced alopecia ("hair loss"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). In march 2015, the patient experienced urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes"), abdominal pain ("abdominal pain"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), diabetes mellitus (seriousness criterion medically significant), chest pain ("chest pain"), heart rate increased ("rapid heart rate") and hypertension ("high blood pressure"). The patient was treated with surgery (total laproscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, migraine, vaginal discharge, gastrointestinal disorder, alopecia, gastrooesophageal reflux disease, diabetes mellitus, chest pain, heart rate increased and hypertension outcome was unknown and the rash, headache, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, chest pain, diabetes mellitus, dyspareunia, gastrointestinal disorder, gastrooesophageal reflux disease, headache, heart rate increased, hypertension, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff said: husband and I had rash. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. She underwent essure confirmation test in aug2009. The results of her essure confirmation test were total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for female sterilisation. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure device removal). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. Plaintiff underwent a surgical removal of essure. Chronic pelvic pain is anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 22-dec-2016: quality safety evaluation of ptc. Ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. Plaintiff underwent a surgical removal of essure. Chronic pelvic pain is anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.